Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product no longer available for return.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The patient alleged the infusion device caused the leakage. This occurred with different cartridges from different boxes. The cartridge lot number was unknown.